Event description:
The user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. Add'l attempts to the customer have been made with no add'l info provided.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filled at the completion of the investigation.